Event description:
It was reported to philips that the device lost power fluoroscopy was functional but limited on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
No documented fix: mechanical repair suggested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).